Event description:
Cook double lumen central venous catheter broke off after having being inserted in right subclavian of pt. The catheter had been inserted on 02-02-1998. At 8:30 pm on 02-02-1998, when viewing chest x-ray became aware of break in the catheter. Pt transferred to nicu and to another facility for removal of catheter. *product label was discarded by mistake at the time cahteter was used on pt. Initially the physician tried using a femoral catheter and when he could not insert it, he decided to use the central venous catheter. The label placed in the medical record was for the femoral catheter.